Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104816) on 08-nov-2021. The most recent information was received on 15-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion intervention required), 9 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: life-threatening, hospitalization, disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104816) on 08-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion intervention required), 9 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: life-threatening, hospitalization, disability/ permanent damage and serious injury were mentioned but not specified and/ or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.